Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") and pelvic pain ("severe pelvic pain / pelvic area") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2011. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included body mass index normal and groin pain since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal cramping"), the first episode of back pain ("severe lower back pain"), menstruation irregular ("irregular menses"), vaginal infection ("vaginal infection") and rash ("rashes"). On (B)(6) 2012, 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), bladder disorder ("bladder problem"), cystitis ("bladder infections / bladder infection"), alopecia ("hair loss / hair loss "), tooth disorder ("dental problems"), urinary tract disorder ("urinary problems"), depression ("depression "), anxiety ("anxiety"), hot flush ("hot flashes"), mood swings ("hormonal changes describe: mood swings"), dry skin ("rashes or skin conditions type: dry skin"), fatigue ("chronic fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headache"), abdominal distension ("bloating / bloating"), genital haemorrhage ("abnormal bleeding general"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("severe pain during menstruation / pain during menstruation") and vaginal discharge ("vaginal discharge / vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and the second episode of back pain ("lower back pain"). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, weight increased, weight decreased, bladder disorder, tooth disorder, urinary tract disorder, depression, anxiety, mood swings, dry skin, nausea, migraine, the last episode of back pain, genital haemorrhage, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, weight fluctuation, cystitis, alopecia, hot flush, fatigue, headache, abdominal pain, abdominal distension, dysmenorrhoea, menstruation irregular, vaginal infection, vaginal discharge, rash and dyspareunia had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, bladder disorder, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation, weight increased, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: per social media: health issues seems to be getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia. Vaginal bleeding and described pelvic inflammatory disease. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: case correction following internal review on 25-jun-2018. The event: pelvic inflammatory disease was changed to incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("abnormal bleeding general") and pelvic pain ("severe pelvic pain / pelvic area") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's previously administered products included for an unreported indication: depo-provera on (B)(6) 2011. Past adverse reactions to the above products included contraception with depo-provera. Concurrent conditions included body mass index normal and groin pain since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced weight fluctuation ("weight fluctuations"), abdominal pain ("severe abdominal cramping"), back pain ("severe lower back pain"), menstruation irregular ("irregular menses"), vaginal infection ("vaginal infection") and rash ("rashes"). On (B)(6) 2012, 9 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), weight increased ("weight gain"), weight decreased ("weight loss"), bladder disorder ("bladder problem"), cystitis ("bladder infections / bladder infection"), alopecia ("hair loss / hair loss "), tooth disorder ("dental problems"), urinary tract disorder ("urinary problems"), depression ("depression "), anxiety ("anxiety"), hot flush ("hot flashes"), mood swings ("hormonal changes describe: mood swings"), dry skin ("rashes or skin conditions type: dry skin"), fatigue ("chronic fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headache"), abdominal distension ("bloating / bloating"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dysmenorrhoea ("severe pain during menstruation / pain during menstruation") and vaginal discharge ("vaginal discharge / vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, weight increased, weight decreased, bladder disorder, tooth disorder, urinary tract disorder, depression, anxiety, mood swings, dry skin, nausea, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain, weight fluctuation, cystitis, alopecia, hot flush, fatigue, headache, abdominal pain, back pain, abdominal distension, dysmenorrhoea, menstruation irregular, vaginal infection, vaginal discharge, rash and dyspareunia had not resolved. The reporter provided no causality assessment for pelvic inflammatory disease with essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: per social media: health issues seems to be getting worse. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia. Vaginal bleeding and described pelvic inflammatory disease quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 19-jul-2018: pfs received: new event "did you undergo an essure confirmation test: no" was added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.